Event description:
On 11-sep-2023, a spontaneous report from the united states was received via email regarding a female (age not provided) consumer who used a thermacare lower back & hip heat wrap. On an unspecified date, the consumer topically applied a thermacare lower back & hip heat wrap to her back for an unspecified indication. On an unspecified date, the consumer experienced a burn on her back. No additional information was provided.

Manufacturer narrative:
The root cause cannot be identified. There is limited device specific information provided, no batch number was available for evaluation. Without a batch reference number, a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. No product quality related trend was identified for the subclass adverse event safety request for investigation. Care should be taken when using the device, following all safety and use information as provided with the wrap to avoid the risk of burns and other skin irritations. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure packaged product quality.